Event description:
It was reported that the defibrillator incorrectly diagnosed ventricular tachycardia as supraventricular tachycardia. The patient was not reported to be symptomatic. Programming changes were made to the discriminator channel. The patient will continue to be monitored.